Event description:
On (B)(6) 2023: event description: (helium loss) patient went to operating room for iabp placement. Iabp kept alarming helium loss down in the operating room. Upon arrival to the floor iabp started alarming for helium loss. Took balloon helium amount down to 35 cc and balloon still alarming. Iabp dressing removed and tubing inspected and no kinks were found. No blood was in the tubing. Called help number for balloon company. She states that quote "her hands were tied because it was off label". Rep recommended that we try repositioning him as balloon could be kinked under the skin. Reference reports mw5117820, mw5117821, mw5117822, mw5117823, mw5117824, mw5117825, mw5117826.